Manufacturer narrative:
(B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4). Manufacturing date: september 28, 2007. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that initial procedure for open reduction internal fixation (orif) of the femur was performed around six (6) weeks ago. Post-operatively due to pain, non-union and hardware failure, the patient was revised on (B)(6) 2016 to explant broken plate and five (5) intact screws. In addition, the plate was noticed to be broken at the screw hole. Patient was revised with trochanteric fixation nail (tfn), plate and cables. Procedure was successfully completed, all fragments were retrieved, no surgical delays were reported and patient status was reported as stable. Concomitant device reported: screws (part unknown, lot unknown, quantity 5.) This is report 1 of 1 for (B)(4).